Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight of the device within specification, an opening, wear abrasion, a 40-mm dark patch edge material inside the gel, and a fold crease. A microscopic analysis was performed which identified a sharp crease opening on the posterior side as well as stress marks around the opening. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side rupture. Healthcare professional reported rupture, capsular contracture, baker grade unknown and "developing granulomatous tissue." Device has been explanted.